Manufacturer narrative:
Product complaint # (B)(4). H3 investigation summary ==> the product was returned for evaluation. Visual inspection was conducted on the returned device. The returned sample determined that one needle-suture piece along a labeled winding former that pertains to product code sxpp1a405 were received for evaluation. Visual analysis of the returned sample, marks that appear to be caused by a surgical instrument were observed on the body needle. The suture piece was examined, body fluids were found along the strand, crimping marks, and the end was noted to be cut probably caused by a surgical instrument. In addition, the fixation tab area was not returned for analysis. As part of the ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. This is a combination product, and the event has been reviewed for both the suture and the triclosan. Trade name - irgacare® active ingredient(s) ¿ triclosan dosage form ¿ suture/solid/parenteral strength ¿ = 2360 g/m this report is being submitted pursuant to the provisions of 21 cfr part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent an unknown procedure on 2/22/2023 and barbed suture was used. The fixation feature broke during the surgery. Changed another one to complete the surgery. No adverse patient consequences were reported. Additional information was requested

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 4/6/2023. This is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. The lot/batch was not provided; therefore, a manufacturing record evaluation could not be performed.